Event description:
During initial testing at the manufacturing site, it was noted that the ac power cord was broken and burnt where the power cord meets the plug as it enters the device.

Manufacturer narrative:
Testing and investigation found the ac power cord was held together by an piece of outer insulation and was noted to be burnt.